Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: health professional a review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed for a kinked locator. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained to the dilator due to handling of the packaging prior to use. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that a percutaneous coronary intervention (pci) was performed via 6 french guiding catheter. The customer wanted to use an angio-seal vip 6 french; therefore, they opened a new pack of angio-seal 6 french and saw that the dilator in the pack was already kinked. The customer did not use the system, took a new angio-seal, it worked perfectly, and hemostasis was achieved. Other packs were checked, and it was determined it was not a batch error. No patient data was available due to data privacy. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. No blood loss was reported. The patient was stable. No other equipment was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio seal device was returned for product evaluation. The returned device included guide wire, hemostasis sheath, header bag and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been kinked. No other damage or issues were identified. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).